Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, one part of the stent strut was partially lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: synergy xd mr ous 3.00 x 12mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted and pulled proximally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, one part of the stent strut was partially lifted. The procedure was completed with a different device. No patient complications were reported.